Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). The cause of the motor stall had not been determined. The patient was on oral pain medications and had been referred to a physician for a pump replacement. It was indicated the device would be returned for analysis, once replaced. The patient's weight was unable to be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-nov-08. The rep reported it was undetermined what caused the previously reported "big wash of medicine." Regarding the report the patient had experienced "uninitiated therapy," the rep stated the patient had reported experiencing the "big wash of medicine." The patient had not asked for a bolus and was describing getting a bolus. It was indicated the information had been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for pancreatitis and non-malignant pain. It was reported the patient saw the error code 8476 (motor stall) on their personal therapy manager (ptm). It was unknown if the patient had encountered a magnetic resonance imaging (MRI) or strong static magnet. The rep planned to inform the patient to follow up with their healthcare provider. No symptoms were reported. It was reported the event occurred on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on (B)(6) 2018. It was reported that the patient experienced "uninitiated therapy." It was noted the motor stall from (B)(6) 2018 was confirmed via logs. The patient also reported that one time they felt "a big wash of medicine and it about knocked [her] down." The patient stated this didn't happen after personal therapy manager (ptm) use. The patient's pump was explanted on (B)(6) 2018 and would be returned for analysis. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was indicated the "big wash of medicine" and "uninitiated therapy" occurred approximately the month before (B)(6) 2018). Specifically the patient experienced withdrawal symptoms relieved with an increase in oral medications. It was unknown if the "uninitiated therapy/big wash of medicine" experience was related to the reported motor stall in (B)(6). It was unknown if the patient's device delivered an unintended bolus dose when this occurred. It was also unknown if the patient's device had overinfused when this occurred.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and shaft wear on the upper shaft of gear number two. The pump tested within specification for dispense accuracy in the lab. Interrogation of the device revealed the pump had been programmed to deliver fentanyl (500.0 mcg/ml) at 24.03 mcg/day and bupivacaine (30.0 mg/ml) at 1.442 mg/day. If information is provided in the future, a supplemental report will be issued.